Event description:
A caller reported experiencing a cgm error. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a complete pump reset, and the caller, guided through the process, successfully started a new sensor session with no recurrence of the error.